Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
(B)(4). UDI number: (B)(4). The device was not returned to edwards for evaluation as it was reported to have been discarded. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. Based on the information received the cause cannot be conclusively determined; however, patient factors coupled with surgical technique likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 27mm mitral valve was explanted at implant due to atrioventricular separation. Per obtained medical records, the mitral annulus was sized to a 27mm mitral valve. After crossclamp removal, there appeared to be a tear at the base of the left atrial appendage. This was repaired and once the crossclamp was removed again, it became apparent that epicardial bleeding was extending from the posterior aspect of the heart. An av separation was realized, the 27mm valve was explanted and the area was repaired. A mitral valve replacement using a 25-mm biocor valve was performed. Unfortunately, the heart was not recoverable secondary to the av separation and subsequently the patient expired from exsanguination.